Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The devie was received in good condition with scratched screen. The moment the device was powered up the device started double beeping, replace downstream sensor. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The cause of the reported issue was the downstream sensor. The downstream sensor was replaced to correct the reported issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.